Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39mg/dl. Low bg cause was not known. Customer had assistance from care giver to consume carbohydrates. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.